Event description:
A malfunction was reported with the display of a malfunction code, but no notable events occurred prior to this issue, and there was no adverse impact on the customer's blood glucose level. A technical support representative assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and instructed to call back if the malfunction reappeared, which the customer understood and acknowledged.